Manufacturer narrative:
B4: 19sep2019; correction: conclusion code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from (B)(6) 2017 to (B)(6) 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the data acquisition (da) pcba board. Conclusion: the determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Root cause: the defective u5 on the da pcba created the 1114 error code.

Event description:
A patient was started on the unit and shortly after there was an alarm ¿check vent: barometer sensor range error¿. The unit continued ventilating. There was no harm to the patient. The unit was replaced with the same model.